Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician had incorrectly titrated a levophed infusion. The levophed infusion was titrated manually from the pump, and the clinician accidentally changed the rate from 0.12 to 0.8 instead of 0.08 to maintain the patient map >85. As a result, the patients' heart rate went to 140. Following the incorrect titration rate, patient's blood pressure was elevated for 5-6mins (as evidenced by their arterial line reading). Primary rn was notified and after reviewing the patient's bp history from the arterial line, it was observed that the bp was elevated (170-240 systolic) for several minutes before the drip was adjusted correctly. The patient only received about 6mls of levophed at the incorrect dose before it was corrected. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician had incorrectly titrated a levophed infusion. The levophed infusion was titrated manually from the pump, and the clinician accidentally changed the rate from 0.12 to 0.8 instead of 0.08 to maintain the patient map >85. As a result, the patients' heart rate went to 140. Following the incorrect titration rate, patient's blood pressure was elevated for 5-6mins (as evidenced by their arterial line reading). Primary rn was notified and after reviewing the patient's bp history from the arterial line, it was observed that the bp was elevated (170-240 systolic) for several minutes before the drip was adjusted correctly. The patient only received about 6mls of levophed at the incorrect dose before it was corrected. There was no patient harm.